Manufacturer narrative:
Additional information was received on january 31, 2024. Explant was performed on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 375cc mentor memorygel breast implants placed experienced bilateral baker grade ii capsular contracture and right sided rupture post procedure. The rupture was found with ultrasound. The capsular contractures were diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-09802 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 3, 2024. Additional information was received on april 3, 2024. Replacement with natrelle implants was performed with explant. The capsular contractures were baker grade iii. Pathology results revealed a benign fibrous breast capsule with mild chronic inflammation. The investigation of the returned device was completed by the failure analysis lab on april 9, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6848145 number on august 25, 2023 and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).